Event description:
It was reported via repair work order that the fowler would drift with weight due to the fowler clutch being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.